Event description:
Healthcare professional reported "breast implant defected and infected", "breast implant deflated" and "rupture/deflation". This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification section d: device type has not been provided. Record has defaulted to a saline device. All coding reflects a saline device. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reoperation reason: deflation, infection.